Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The analyst noted that the noted wire lifts were all post explant. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant medical products: 419378 lead ,implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-p) triggered elective replacement indicator (eri) approximately three months ago. It was indicated that the battery status read "ok" but the estimated remaining longevity said "replace pacer now." The device was explanted and replaced. No patient complications have been reported as a result of this event.